Manufacturer narrative:
The device associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During shift check, the autopulse platform displayed "replace battery" message upon insertion of the fully charged autopulse li-ion battery (sn: (B)(4)). The battery was placed into the autopulse multi-chemistry battery charger (mcc) for more than 24 hours; however, the status led on the charger showed amber light (test-cycle). There was no device malfunction reported on the autopulse platform, and the platform functioned as intended with different batteries. No patient involvement.